Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with her onetouch ultra blue test strips sticking together. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began in december (year not specified). The patient manages her diabetes with lantus insulin and novolog insulin (amounts not specified). The patient continued to take her usual dose of medications. Immediately after the alleged issue, the patient claims she felt a symptom of shaky. It is not known if the patient continued to test her blood glucose with another vial of test strips. The patient denied receiving medical treatment. At the time of troubleshooting, the cca was not able to resolve the alleged issue. Replacement test strips were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.